Event description:
A report was received that the patient underwent an ipg replacement procedure. The patient requested that the ipg be moved to a more comfortable position and she felt the ipg was burning and may be leaking. The physician felt it was best to replace the ipg. The patient was reportedly doing well post operatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was burning and may be leaking. The patient underwent a revision procedure wherein the igp was replaced per physician's preference. The patient was reportedly doing well post operatively.

Manufacturer narrative:
Sc-1132/(B)(4) device evaluation indicated that the device passed all tests performed. The source of the burning sensation was not determined. In the patient profile, the maximum charging and the maximum operational temperatures were within the expected range. The maximum charging temperature in the lab (with optimal distance) read 37.371 °c. The concern on possible device leaking, and source of pocket pain were not verified. Ac/dc current leakage tests and residual gas analysis verified no leakage of electric current into saline solution from case to electrodes. Review of the device history record did not find any anomalies or deviations that potentially relate to the reported event. The patient profile and the test data revealed no anomalies. The device passed all the required tests and exhibits normal device characteristics.

Event description:
A report was received that the patient underwent an ipg replacement procedure. The patient requested that the ipg be moved to a more comfortable position and she felt the ipg was burning and may be leaking. The physician felt it was best to replace the ipg. The patient was reportedly doing well post operatively.